Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02342. It was reported the pt experiences a heating sensation at the ipg pocket site while charging. She stated she was unsure when the sensations starts because she usually falls asleep while charging. She stated her primary care physician told her she had burns on her back. The surgeon reported the pt's skin has shown discoloration after applying heating pads. The sjm rep advised the pt of charging precautions and to not fall asleep while recharging. No further info is available at this time. On (B)(4) 2012, st. Jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. The increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. MFR's eval: corrective and preventive action (CAPA) investigation was performed.pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was cable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.